Event description:
Pdc received a call on (B)(6) 2014 reporting a medical intervention that occurred on (B)(6) 2014, at 2:30pm. Patient (B)(6) stated that he was getting a high reading on the prodigy meter of 196mg/dl. Patient said he became alarmed and took 4.6 units of insulin. Patient said he normally takes 3 units of insulin. Medical intervention took place when patient went to an unrelated doctor's appointment. While he was there, he tested his blood glucose 2 more times with the prodigy meter, getting results of 153mg/dl and 173mg/dl. Paramedics were called. No treatment was given while waiting on the paramedics. Paramedics arrived and performed a glucose test and the result was 42mg/dl. Approximately 15-20 minutes passed between testing with the prodigy meter and the paramedic's meter. Patient was only given an IV by paramedics. Patient was not sure of glucose results before paramedics left. Pdc sent replacement and prepaid envelope requesting return of suspect device. Imp ref# 3008789114-2014-00006.

Manufacturer narrative:
Ok biotech received the meter with strip (lot no d121221-2) on (B)(4). We check the returned device: the current test is 1.1ua. The standard is <55ua pass. The working voltage test is 399.9mv (400 +/- 30mv). Meter's setting, audio and all buttons were ok. Tested the returned meter and strip with in house control solution. All results were within the acceptance range. Strip vial desiccant test (B)(4) is failed. Strip vial is damp and strip inside in moist or expose to moisture.